Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing. An invasive procedure was performed and the physician elected to explant the device.